Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and granuloma.

Event description:
Healthcare professional reported capsular contracture baker grade IV, granuloma, and very painful. This record is for right side. The device was explanted and replaced by another manufacturer's device.

Event description:
Healthcare professional reported capsular contracture baker grade IV, granuloma, and very painful. This record is for right side. The device was explanted and replaced by another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6 visual analysis of the photographs identified: granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.